Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Planar probe and bone model discrepancy of 1.5mm causing a 1.5mm deep cut leading to further bone resection to balance the knee planar probe vizadisc and position was checked and was fine. Posterior chamfer cut - blade cutting in and out used rio set up to optimally position robot, leg in optimal flexion, camera clean. Surgical delay due to recuts performed - approx. 7min.

Manufacturer narrative:
Reported event: an event regarding inaccurate resections during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 108 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were other reported events for the listed catalog number (B)(4). Conclusion: an analysis of the case (provided archive and logs) was completed by considering intra-op tasks in the workflow. The data shows that all system checks passed indicating that robotic system was functioning within its specifications. No system defect or malfunction is suspected.

Event description:
1) planar probe and bone model discrepancy of 1.5mm causing a 1.5mm deep cut leading to further bone resection to balance the knee. Planar probe vizadisc and position was checked and was fine. 2) posterior chamfer cut - blade cutting in and out used rio set up to optimally position robot, leg in optimal flexion, camera clean. Surgical delay due to recuts performed - approx. 7min.